Event description:
According to the reporter, during the uniportal video assisted thoracoscopic surgery, when applied on the bronchus, the firing was p erformed in slow mode, and the firing procedure was completed without any problems but unformed/incomplete staple was observed in the part of the staple line (part of the third row on the jaw side). The unformed/incomplete staple was left as it was and the procedure was completed without intervention.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial # unknown), sigpshell, sig power sigpshell control shell, (lot # unknown), sigadaptshort, sig power sigadaptshort lin short adapt, (serial # unknown), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.